Event description:
It was reported that during routine follow-up of an asymptomatic patient, automated mode switch episodes had occurred as a result of noise. All other electrical values were normal. No changes were made. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.